Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on november 13, 2019. Customer reported that last night her blood glucose was 136 mg/dl and when she woke up this morning her blood glucose was 400 mg/dl something, so she contacted her healthcare professional and changed site twice today and blood glucose seems to be went down and it was 330 mg/dl. Customer had done all necessary things that we normally do. Customer stated that on november 13, 2019 her blood glucose was 500 mg/dl something so she called paramedics and was taken to hospital and was there for two days and taken off insulin pump and put on injections. Customer was now back home and this morning woke up with blood glucose over 40 mg/dl again and doesn't know what to do. Customer was not called back to perform an high pressure test. Customer was insisted on insulin pump replacement. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. The insulin pump will be returned for analysis.